Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead could not engage the coronary sinus and was clipped. The left ventricular lv port was plugged and possible epicardial lead in the future. Additional information received indicates that the lv lead was in an apical position and physician had determined that it was not a good spot for crt therapy. This lead was surgically abandoned. No additional adverse patient effects were reported.